Manufacturer narrative:
Baxter received and evaluated the device. The reported issue of the device over infusing during testing could not be assessed during service as evaluation experienced an unrelated failure which interfered with further testing. Evaluation had to perform repair for the unrelated failure and therefore the device was no longer in its as received condition to evaluate properly. No cause could be identified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. There was no patient involvement. The reported problem occurred during testing in the biomed service department. No additional information is available.